Event description:
The physician noticed when changing the device out on (B)(6) 2011. There was a small insulation break on the lead. He elected to use a lead repair kit to prevent nay furture issues with lead. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).